Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual device evaluation: visual analysis of the photos identified crease fold, wear abrasion and a possible opening on the posterior and anterior sides. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode via device analysis performed through photographs.